Manufacturer narrative:
Additional information: b5- executive summary correction: d10- product available to stryker follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported the device overheated. Attempts are being made to obtain additional information from the user facility.